Event description:
Boston scientific received information that during a follow-up, this left ventricular (lv) lead was found to have high threshold measurements and decreased amplitude measurements. A chest x-ray showed that this lead had dislodged. This lv lead was programmed off. A revision procedure took place at a later date, and the physician attempted to reposition this lead but was unable to find a satisfactory position. He attempted implanting a new lead but again was unable to find a satisfactory position. The physician then tried repositioning the original lv lead and found a position that gave satisfactory measurements. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.